Manufacturer narrative:
Multiple attempts have been made on 25nov2025, 02dec2025, and 16dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had shut down while on a patient. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit had shut down while on a patient. The biomed stated that the error, "pressure regulation high", had occurred via confirmation of the error code in the significant log. It was also confirmed that the proximal and main tubing were properly connected. The remote service engineer (rse) provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) pcba to order and replace if needed. The customer stated they would check the pressure and flow test as well. This investigation is ongoing.